Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drill bit broke when drilling. It was unknown if there was any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the drill bit broke when drilling. It was unknown if there was any surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the fluted tip of quickset 1pc flex drill bit 30 broke off. The broken fragment was not returned for evaluation. Based on the observed condition of the returned device, the investigation was able to confirm the reported event. No other problem identified. Multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. Potential cause for the breakage can be attributed to unintended use error. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 30 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.